Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during the laparoscopic gastrectomy surgery, could not fire farther after fired 1/2 when severing tissue on the firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.